Event description:
In 2009, the lay user/pt's spouse contacted lifescan (lfs) alleging that the pt's onetouch ultra meter would not power on. The medical surveillance specialist (mss) spoke with the rptr some days later, and obtained the following info. The pt's spouse reported that the alleged power issue began approx 1 week prior to contacting lfs. The rptr stated that the pt tests his blood glucose at least 4x/day and manages his diabetes by taking humulin r insulin based on a sliding scale. When the pt was unable to test with the subject meter as a result of the power issue, the rptr stated that the pt began to use her meter and therefore made no changes to his diabetes management. However, a few days after the alleged issue began; the pt began to feel lightheaded and sweaty. The rptr does not know if the pt tested at the onset of symptoms, but confirmed that he treated self with food and/or drink in response to the symptoms and felt better afterwards. At the time of troubleshooting, the customer care advocate (cca) noted that the subject meter powered on both manually and when a test strip was inserted. The alleged power issue was unable to be replicated. Replacement products were sent to the pt. This complaint is being reported because the pt reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.